Event description:
It was reported that on a remote monitoring transmission, the right ventricular auto capture threshold was noted to be elevated and above range. Possible far field sensing was noted on a stored episode of the atrial lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 419478 lead, implanted: (B)(6) 2007. (B)(4).